Event description:
The salute fixation device is intended for fixation of prosthetic material. The disposable implant cartridge was loaded into the reusable system to conduct the pre-test deployment. The system was reported to have been deploying incomplete, short constructs. Instead of the "q" construct. The system was not used in surgery.